Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, the patient experienced intermittencies followed by no sound and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.